Event description:
The customer reported that the pt was burned while using the device in monopolar mode. The pt received a 2nd degree burn at the level of the patch.

Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.